Event description:
Breast implant illness. I had surgery on (B)(6) 2022 to remove breast implants. I got the implants in 2014 and my first symptoms began in 2018 and got progressively worse through the date that I had surgery. Over that period of time I had rashes, bloodshot eyes and vision issues especially on electronic devices, severe allergic reactions, swollen glands in my neck and underarms, difficulty taking a deep breath, symptoms of lupus and other autoimmune diseases that tests came back negative for, steven johnson's syndrome with mucosal only involvement twice, leg weakness and went from running 5 miles a day to barely being able to walk the length of my house. I had pain in my left breast, stabbing pains in the center of my chest, I felt like I was literally going to drop dead the last couple of weeks before having them removed and had severe anxiety because of that. I went to (B)(6) clinic for evaluation in 2022 by allergy and was also sent neurology given the issues walking. I learned about bii and identified that I had 39 of the symptoms. I had mentor saline 300cc implants removed. Since removal 3 weeks ago 36 of the 39 symptoms have resolved. I had a large amount of inflammation in the left breast, the implant had turned sideways, I had a great deal of inflamed tissue removed and 2 masses removed that came back benign. My implants were removed via enbloc procedure. I'm happy to discuss the full timing of all events over these years. FDA safety report ID # (B)(4).